Event description:
One of the pumps ((B)(4)) is malfunctioning, when attempting to put in batteries and put battery door on the pump turns off and on. No other information provided. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.